Event description:
It was reported that the pump exhibited an upstream occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection was performed as part of the functional test and a big bubbled was observed on the dso seal and cassette not attached alarm was present when the latch handle was closed. The reported issue was duplicated. It was determined that the cause was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.